Manufacturer narrative:
The reported complaint of a leak from the solex catheter (lot 184788) was confirmed during visual inspection. The catheter was returned to zoll with its shaft completely cut 19 cm away from the catheter tip. However, blood residue was observed in the balloons. Blood inside the catheter serpentine balloons typically is indicative of a leak somewhere in the catheter, thus confirming the reported complaint of a catheter leak. Since the catheter was returned cut, functional testing could not be performed, and zoll cannot precisely determine the leak location or type of the leak. Visual inspection of the returned catheter was performed and found the catheter shaft was completely cut off by the customer. The catheter returned without the manifold; the catheter shaft was cut at 19 cm of shaft marker (19 cm away from the catheter tip). It was noticed that blood residue had accumulated and dried up in and on the serpentine balloons. Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause of the reported complaint could not be determined. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.

Event description:
The customer reported the solex catheter (lot 184788) drew blood after approx. 24 hours and thermogard xp ivtm system (sn (B)(6)) gave an alarm. The catheter was removed, and a new catheter was inserted. The saline bag was replaced, and therapy was then continued with another console. The patient is male and weighs 70 kg. The catheter was inserted into the left femoral vein smoothly on the first attempt. No impact or consequence to the patient.